Event description:
A surgeon reports experiencing some difficulty with initial stent placement, but the stent was implanted successfully. At the one week postoperative visit the surgeon reported that it looked like the instent came loose because he could not find it on gonioscopy. At the time of this report it could not be discerned whether the stent dislodged or whether the stent is in good position and just cannot be visualized with gonioscopy. There has been no medical or surgical intervention and the patient is being monitored. Add'l info has been requested.

Manufacturer narrative:
The device remains implanted and is not available for eval. The device history records were reviewed and there were no discrepancies or unusual findings. At this time the reported event of stent coming loose cannot be confirmed. Once add'l info becomes available, a supplemental report will be filed.(B)(4).